Event description:
It was reported that the chamber line of a continu-flo solution set got disconnected during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured march 2022. H10: the device was received for evaluation. Visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.